Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 308 mg/dl at the time of the incident. Approximate size of air bubbles is soda pop and bigger size of bubbles on top of the reservoir. The customer was unable to troubleshoot for high blood glucose as she feeling unwell. The reservoir will not be returned for analysis.